Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had strange odor and smoke came out. There was no patient harm associated with this event.